Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cap nut was damaged, the cannulation gauge did not slide thru the device properly, and the device had vibration and an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery reamer/drill device failed cannulation. During in-house engineering evaluation, it was observed that the cap nut is damaged, the cannulation gauge did not slide thru the device properly, and the device had vibration and an unusual noise. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.